Manufacturer narrative:
Results and conclusions: (balloon inflated above rated burst pressure). (Stent deformation). (Moderately calcified and tortuous lesion). No results available since no evaluation was performed. (No device received for evaluation). (B)(4).

Event description:
It was reported that the physician was attempting to use a 3.0mm diameter x 15mm length nc sprinter balloon to treat a moderately calcified and tortuous lesion located in the rca. It was reported that prep was performed with no issues noted. During the procedure the balloon was inflated to 29atms and burst leaving some parts of the balloon in patient. It is unknown if these particles were removed or remained in patient. No additional clinical sequelae were reported